Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided due, a malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.